Event description:
A user facility¿s registered nurse (rn) reported that a fresenius combiset bloodline's heparin line disconnected from the main arterial line ten minutes after the initiation of a patient¿s hemodialysis (hd) treatment. The machine, a fresenius 5008t machine did not alarm but was not expected to. The heparin line completely detached from the arterial line. There were no issues noted during priming. There were no changes in pressure or blood flow rate (bfr) during treatment. A fresenius dialyzer was also in use. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted on the same machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation. Two photographs have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.